Manufacturer narrative:
One device was received for investigation. The reported complaint of the dso torn was confirmed through visual inspection. Upon further investigation found the lcd lens damaged and battery door damaged. Replaced dso seal and lcd lens, and battery door. Performed dso/uso sensor calibration. Performed pvt, unit passed all testing criteria.

Event description:
It was reported that the pump had a downstream occlusion seal that was ripped and bubbled. The event was occurred during testing. There was no patient involvement.